Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower multi component medication order did not prompt the user to remove the appropriate quantity to fulfill the dose the customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple component medication order did not prompt user to remove appropriate quantity during dispense to fulfill dose. A technical support specialist (tss) reviewed order identification of the medication which required a total dose of 70 mg consisting of one 30 mg capsule (medid 60167) and two 20 mg capsules (medid 60166). Device event reports showed that station dispensed only one of the required 20 mg capsules. Upon checking the formulary, the tss found that the multi dose box was not selected for medid 60166 and advised the customer to enable it. The customer stated that this setting was not used in their environment and that dispensing works as expected in testing without it. The tss informed the customer that further verification would require order examples from within the last two weeks for escalation to the interface team. Since no recent cases were available, the customer requested to close the ticket and reopen a new one when additional examples arise. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower multi component medication order did not prompt the user to remove the appropriate quantity to fulfill the dose the customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.